Event description:
It was reported that a user on the first day of ilet bionic pancreas use experienced hypoglycemia with capillary blood glucose (bg) readings in the 50s declining to the 40s, for which the agent instructed treatment per protocol with 15 grams of fast-acting carbohydrates, followed by an additional 15 grams when a subsequently overtreating to a fingerstick of 39 mg/dl. Symptoms included hypoglycemia, hyperglycemia, and hot flashes. Outcomes included resolution of hypoglycemia with subsequent rebound hyperglycemia, due to over-treatment, peaking at 198 mg/dl with an upward trend. After which, the user was advised that the pump would work to correct and to remain vigilant for delayed hypoglycemia after overtreatment. Investigation included troubleshooting and user education on low treatment protocol and device learning behavior. Investigation of this case revealed user overcorrection of hypoglycemia with oral glucose while the system was adapting. It was concluded that the event was related to user management of low glucose with overtreatment, and the device was functioning as designed with ongoing adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.